Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about experiencing high blood glucose. Customer stated that the blood glucose has been high since most recent infusion set change. Customer stated that the blood glucose level was around 549 mg/dl and he had to change the infusion set again and was not able to lower the glucose level. Customer stated the cannula on the infusion set was not bent. Customer had to treat with manual insulin injection. During troubleshoot; customer stated the drive support cap is recessed and time, date and bolus and basal rates are set up correctly. Customer stated the tubing had a small air bubble. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Insulin pump passed the high pressure test. Customer removed the current infusion set and the cannula was bent. Current blood glucose 388 mg/dl. Nothing further reported.